Event description:
It was reported to boston scientific corp that, during a prostate biopsy procedure, a trupath biopsy needle was used to capture a tissue sample. The trupath biopsy needle successfully captured a tissue sample. The physician removed the needle from the pt and attempted to retrieve the sample from the device. The device would not lock and the specimen "would be ejected". Further f/u with complainant revealed that the sample "flew across the room and landed on the wall". There were no pt complications or injuries to anyone present. The procedure was completed with another trupath biopsy needle.

Manufacturer narrative:
An analysis of the returned device revealed that the device was functional, verified by arming and firing the device five times. However, the force required to arm the device was above normal. The device was disassembled and it was found that the cannula latch was mfg from a single cavity mold, known to cause arming issues.